Manufacturer narrative:
An event of fibrinogenemia, acidosis, seizure, post-operative delirium and renal failure was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 30mm sjm sã©guin semi-rigid annuloplasty ring was implanted. During the implant procedure, coagulopathy was noted during procedure and patient was administrated medications. Post procedure, fibrinogenemia, acidosis was terminated with sodium bicarbonate and seizure were reported. The cause of the seizure is unknown but the patient was given propofol. On (B)(6) 2021, the patient was experiencing post operative delirium and was given haloperidol. On (B)(6) 2021, anuria renal failure was noted and was given IV medications. The patient was reported to be in stable condition. The patient is expected to be discharged on (B)(6) 2021. ((B)(4)).